Event description:
The advocate stated the customer received control test results that were high, out of specification. While troubleshooting, he performed control tests and received results of 259, 283, 261, and 256 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.